Event description:
The customer reported that the system displayed a precharge voltage error message that prevented the system from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an over-the-phone investigation. The customer was instructed to leave the system power supply plugged into the outlet for a week. A system is currently being monitored.